Manufacturer narrative:
(B)(4). The sample was received and initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample for evaluation. Visual examination of the sample showed no signs of physical abnormality. A functional leak test was performed on the device. Signs of leakage were observed at the injection site. The cause of the reported condition was determined to be a defective injection site. The supplier will be notified of this issue. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) of an administration solution set in which the unit leaks in the injection site. The event occurred during priming of the set. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.